Event description:
The manufacturer received investigator initiated study (iis) named "retrospective data collection study on plantar stabilization of arthrodesis of the first tarsometatarsal joint using ortholoc 3di plantar lapidus plating system" that contains collected data on the usage and the outcomes of ortholoc 3di plantar lapidus plate. The report details analysis provided for surgical/revision procedures performed between 12 feb 2016 to 19 jan 2018. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: 5 cases of pain. 4 of these were addressed with an elective implant removal of the ortholoc 3di plantar lapidus plate system. This is patient 2 of 5.

Manufacturer narrative:
The reported event could not be confirmed, since the device(s) were not returned for evaluation and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.